Event description:
A patient who was implanted with apogee graft is having pelvic pain. Doctor would have to remove the apogee. Additional information received 11/21/06 indicated that the graft was removed from patient.